Manufacturer narrative:
The reported complaints that "the autopulse platform (s/n(B)(4)) displayed user advisory (ua) 45 (not at "home" position after power-on/restart) and ua02 (compression tracking error)" were confirmed based on the analysis of archive data but not during functional testing. The autopulse platform functioned as intended, and the reported advisory messages were not replicated during testing. Based on the archive data files, the ua45 advisory message was cleared by the customer before the autopulse platform stopped functioning due to ua02. The root cause of the reported ua45 advisory message was the driveshaft not being at "home" position, most likely attributed to unintended user error. A review of the archive data showed multiple ua02 (compression tracking error) and ua45 (not at "home" position after power-on/restart) advisory messages on the customer's reported event date; thus, confirming the reported complaints. Data archive showed ua45 advisory messages occurred with no weight on the platform, and ua02 advisory messages occurred while the max load sum was low (100 lbs.). User advisory is normally a clearable error message and is designed into the platform to alert the operator that autopulse has detected one of several conditions. Per the battery hangtag - advisory codes description and action, user advisory 2 is an indication that the autopulse® has detected a change in lifeband tension. This advisory can happen when the patient or lifeband is out of position, or if the lifeband is opened during active operation. The recommended actions to take for this type of user advisory are: ensure that the lifeband is properly closed. Pull up completely on the lifeband, ensure that both the patient and the band are properly aligned, and press restart. Per the autopulse® resuscitation system model 100 user guide, if the driveshaft is not at its home position when the autopulse is powered on, a user advisory 45 will occur. This user advisory will persist until the driveshaft is returned to its home position. To clear a user advisory (45) pull up on the lifeband until the chest bands are fully extended (thereby moving the driveshaft back to its home position), and then restart. Visual inspection of the returned autopulse platform revealed a damaged top cover, front enclosure, and bent battery lock, unrelated to the reported complaints of ua45 and ua02. Based on the photos provided by the zoll service team, the top cover was observed to be cracked and broken at multiple locations around the screw fitting areas. In addition, one of the screw fittings of the front enclosure was observed to be broken. The observed physical damages were appeared to be the characteristics of harsh impact due to user mishandling. The top cover, front enclosure, and battery lock were replaced to address the issues. The autopulse platform passed the initial functional test without any fault or error. The autopulse was further tested with the large resuscitation test fixture (lrtf) with good known test batteries until discharged for 17 minutes without any issues. Further lrtf was performed for an additional 17 minutes using the instrumented manikin, and the autopulse platform passed the test with no issues. Following service, the autopulse was subjected to the final run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error.

Event description:
During patient use, once the ems crew pulled up the lifeband, the autopulse platform (s/n (B)(4)) displayed user advisory (ua) 45 (not at "home" position after power-on/restart). The crew immediately reverted to manual CPR, and no patient injury was noted at the time of the call. No consequences or impact to the patient. Once back at the station, the customer received and followed zoll's instructions to clear the ua45 advisory message. When tested again, the autopulse performed compressions for 1 minute, then the platform stopped compressions and displayed a ua02 (compression tracking error) advisory message, followed by the prompts: "pull up lifeband and press restart". The ems crew readjusted the lifeband, and re-started the autopulse. The platform performed a couple of compressions, and once again, it stopped compressions and displayed the ua02 advisory message.